Event description:
Caller called to report that for six months after her spinal fusion surgery t5-t12 she suffered with the following symptoms: headache, burning sensation, sharp / shocking pain, painful sensation to touch, shortness of breath, dizziness, visual disturbances, loss of appetite, numbness in hands and all of her body systems were affected. Reporter states that she was admitted to the hosp for two days due to her symptoms mimicking heart attack and that she went to pain management to help with her disabling reaction to the screws. Once the screws were removed most of her symptoms have resolved.